Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 69 months and 29 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. The impedance trend values revealed a sudden increase of the pacing impedance since (B)(6) 2019. During the analysis of the available iegms noise was observed in the right ventricular as well as the far field channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The lead under complaint was found cut 19cm distal to the is-1 connector pin as well as 16cm proximal to the lead tip. Two lead fragments were returned for analysis. In between an approximately 30cm segment of the lead body was missing. Furthermore the lead tip including the fixation helix was missing. In the course of the analysis, a rubbed through insulation was noted 8cm proximal to the lead tip. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Furthermore the lead fragments demonstrated multiple extraction damages such as cuts in the insulation, a deformation of the shock coil and a conductor cable pulled out of the lead body. The manufacturing processes for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. A thorough analysis of the ICD proved the device to be fully functional.

Event description:
It was reported that this rv lead was explanted approx. 70 months after the implantation due to suspected lead fracture. Lead extraction was performed, which was associated with complications. The patient was resuscitated, and vcs laceration and pericardial tamponade occurred. A sternotomy was required. Biotronik was informed as early as 26-nov-2020 that a slow increase in impedance, but within acceptable parameters, was observed. A follow-up examination and radiograph were performed at that time. No further action was deemed necessary by the clinic.